Event description:
It was reported a patient initially implanted with a 25mm mitral valve in for 8 years 6 months, had a valve in valve procedure due to regurgitation. A 26mm transcatheter valve was implanted in the patient. The patient is reported to be alive and discharged home. There was no allegation of device failure or malfunction.

Manufacturer narrative:
H11. Corrected data: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider that the patient had a history of native mitral valve degeneration and hypertension. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 25mm edwards valve in the mitral position for an unknown duration, had a valve in valve procedure due to regurgitation. A 26mm transcatheter replacement valve was implanted in the patient. No additional details were provided.